Event description:
Information was received indicating that this ambulatory infusion pump exhibited an upstream occlusion after every tubing change. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection revealed the device to be in good physical condition. "Upstream occlusion" alarm messages occurred after demand dose was started as found in the event history log. The pump was further tested and displayed "upstream occlusion" upon starting. Fluid ingression was found in the pump. The "upstream occlusion" issue was attributed to the fluid ingression. The root cause of the issue was fluid ingression as a result of use of the device in a manner that is inconsistent with the operator's manual / instructions for use.